Manufacturer narrative:
B5: during follow up, it was clarified that there was a blood leak from the filter of the prismaflex st 150 set. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was reviewed and the reported leakage from the filter blood header was not observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Prismaflex st150 set has been temporarily approved for use in the us under emergency use authorization eua (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified external leak was observed from the top of the filter of a prismaflex st 150 set during continuous renal replacement therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.